Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that his ins was 90% charged and the controller was 100% charging. The patient normally decreased stimulation to 1.7v when he was charging or if he didn¿t have pain and would increase stimulation after he was done charging the ins or when he needed to increase. But today, he was getting settings not available when trying to increase stimulation. The patient had one group and p1. The patient confirmed that there was no falls or traumas. The patient was instructed to reset the controller, but the issue didn¿t resolve. No further complications were reported. Additional information was received from the patient. They stated that they received a new controller and he didn't start using it until yesterday. They said that he met with a rep yesterday regarding getting settings not available screen. The patient said that since his meeting with the rep yesterday if he charges the controller and the green light stops flashing then he will unplug the power supply and the controller screen will be grey. The patient said that he opened the battery compartment and "slaps" the battery 3 times so the screen goes to the unlock screen. They were advised the patient not slap the battery anymore. They said his ins intensity was decreasing on it's own since meeting with the rep, and they confirmed they were not using adaptive stimulation they were to follow up with the rep since issues started after he met with the patient, but they was insisting that he needed a new controller. They tried calling repair to get insight into grey screen and the phone lines were busy. They left a voicemail with repair. They were strongly advised the patient to follow up with the rep. They called back again and stated that the agent he spoke with today was trying to get him to repair, but had to leave voicemail callback request and he wanted to be proactive and call back to see if he could get through to repair. They also stated that today his stimulation was at 7.5 and then all of a sudden he did not feel stimulation anymore and when he checked his ins he saw that stimulation was at 0.